Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to post implant discharge, the physician attempted to interrogate the device. No communication could be established with the device. An alert for backup vvi was noted. The device was explanted and replaced. Initially during the implant procedure, noise was observed on the atrial lead, but the physician believed it was caused by external equipment. When the new ICD was implanted. There was no sign of noise.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi. The device was tested on the bench and it was found that the inductive telemetry was intermittent. It is believed the cause of the reported backup vvi was an anomalous component on the hybrid.